Event description:
New information received that the patient presented to clinic for follow up. The atrial lead sensitivity was reprogrammed. The patient was stable throughout.

Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that the patient atrial lead exhibited under sensing. No intervention or procedure was reported. No patient condition was reported.